Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Radiology reported that site rite 8 ultrasound w/pinpoint gt ((B)(4)) is intermittently unable to display an acoustic ultrasound image. Radiology stated that while using the ultrasound to evaluate a patient's veins, it was displaying an acoustic ultrasound picture as usual. Then the probe was taken off the patient's skin momentarily to grab supplies (the probe was still being held by the user.) When the probe was placed back on the patient's skin, no acoustic ultrasound image was seen on the site rite 8's screen. No settings were changed on the ultrasound. To troubleshoot, more gel was added to the patient's skin and the unit was rebooted but still no acoustic image. Only after the unit was turned off for several minutes and then turned back on did an ultrasound image appear again. This has now happened twice with this unit.